Manufacturer narrative:
Additional information g3, h3, h6 complaint allegation is confirmed per picture attached that showed the anchor and eyelet broken. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/3/2024, it was reported by a sales representative via email that an ar-2324bct-2 biocomposite swivelock anchor broke during insertion. The surgeon drilled with the appropriate size drill and then tapped with the appropriate size tap. When the swivelock was turned into the tibia, the anchor body broke in half, and the eyelet broke as well. Only the internalbrace suture remained in the eyelet. The case was completed using another ar-2324bct-2 biocomposite swivelock. The case was not delayed, and the patient was not affected. This was discovered during an aclr procedure on (B)(6) 2024.